Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. Upon review, it was discovered that the insulating layer of the low voltage lead was damaged. The low voltage lead was not used and a new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted that the insulation damage was noted after implant into the body and was replaced during procedure on (B)(6) 2019.